Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient then removed the sensor and there was no wire visible. On the same day, the patient consulted with a doctor, and an x-ray was performed, the sensor wire was found suck on the patient´s upper arm. On (B)(6) 2022, the sensor wire was removed at the hospital. There was no documentation of any treatment provided. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2022. The patient then removed the sensor and there was no wire visible. On the same day, the patient consulted with a doctor, and an x-ray was performed, the sensor wire was found stuck in the patient´s upper arm. On (B)(6)2022, the sensor wire was surgically removed at the hospital. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)